Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave catheter (lot # 0036887150) was selected for use. During catheter preparation, white residue was noted to be on the farawave catheter handle, so the device was replaced. A second farwave catheter (lot # 0036888274) was opened and also exhibited white residue on the handle. Additionally, the flush port did not flush. The devices were replaced, and the procedure was completed successfully with a new farawave catheter. No patient complications were reported. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection observed white marks in the catheter, which was indicative of potential adhesive. A guidewire was inserted into the catheter, and the catheter was deployed to basket and flower configurations successfully. The reported event was confirmed via analysis. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave catheter (lot # 0036887150) was selected for use. During catheter preparation, white residue was noted to be on the farawave catheter handle, so the device was replaced. A second farwave catheter (lot # 0036888274) was opened and also exhibited white residue on the handle. Additionally, the flush port did not flush. The devices were replaced, and the procedure was completed successfully with a new farawave catheter. No patient complications were reported. The catheter has been received at boston scientific's post market laboratory.